Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the multiple cartridges leaked from the bottom after the customer loaded 500 units of insulin to each cartridge. Customer's blood glucose level was not impacted. Reportedly, the customer was able to load a new cartridge.